Manufacturer narrative:
Initial reporter first name: (B)(6) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd insyte¿ catheter i.v. 18ga x 1.16 had a deformed catheter. The following information was provided by the initial reporter: "when uncovering the catheter 18, it is evidenced with deformity..."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd insyte¿ catheter i.v. 18ga x 1.16 had a deformed catheter. The following information was provided by the initial reporter: "when uncovering the catheter 18, it is evidenced with deformity..."

Event description:
It was reported bd insyte¿ catheter i.v. 18ga x 1.16 had a deformed catheter. The following information was provided by the initial reporter: "when uncovering the catheter 18, it is evidenced with deformity..."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.